Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) old female patient had a skin irritation. The skin irritation was itchy and was located on the patient's back under the right therapy electrode pad. The patient's top layer of skin was broken and irritated. Follow-up indicated that the patient's physician believed the irritation was a fungal infection and prescribed an ointment to treat the fungal infection. The medical outcome of the skin irritation is unknown.